Event description:
A patient was intubated with the device in 06 and after an unspecified amount of days the tube developed a cuff leak while in use on the patient. The caller reported that the clinician elected to replace the device and it was claimed that following the replacement of the tube the patient developed bilateral pnewumothorax which required chest tubes. The caller reported that after an unspecified amount of time the patient developed brain anoxia and adult respirtory distress syndrome (ards). The caller reported that on 03/06 the tube develpoed a leak again. The caller reported that the patient expired on 03/06.